Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged after the implant procedure, when the pocket was already closed. The lead was then revised and remains in use. No patient complications have been reported as a result of this event.